Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had just gotten out of the hospital and they had an MRI where their device had been put into MRI mode. When the patient was working with the healthcare providers (hcp) to turn the therapy back on after the MRI, the settings were "a lot less than what they were supposed to be." The patient clarified that they had been at 1.2 v on program 5 when the settings had been checked after the MRI and they should have been at 3.2 v on program 5. The patient had the hcps adjust the device back to their initial setting of 3.2 v on program 5. The patient stated that before their hospitalization, sometime in (B)(6) 2022, they noticed more frequency of their urination and they were back to wetting themselves. The patient stated they believed their symptoms returned because of the device changing to the lower setting. With the therapy, the patient had been reduced to 4 pads rather than up to 11 pads a day and that now they were back to what they had experienced prior to the implant. The patient also mentioned that while they typically didn't feel stimulation, they were feeling the stimulation in their testicles when they put more pressure on their right foot. The patient stated they'd feel the stimulation for a minute and then it would go away again. As the patient had just made their adjustment to 3.2 v on program 5, they were going to monitor their symptoms at this setting, adjust stimulation accordingly and if they were still concerned about their settings unexpectedly changing, they were going to reach out to their managing health care provider (hcp) to check their implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back and stated they wanted to report that they had to increase stimulation again. Pt states when they started they were using 12 pads a day but was able to get it down to 4. Pt states however, they are now back to 6-7 pads a day so they have increased stim to see if this helps. Recommended following up with doctor if symptoms do not improve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient stated they received more help from their spouse. Issue has been resolved. No further complications were reported at this time.